Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the pre implant diagnostic testing, this boxed device recorded an error code indicative of battery voltage too low for the projected remaining capacity. The device was not used and returned for analysis. Another device of same model type was used and the procedure competed as expected with no resulting adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
It was reported that during the pre implant diagnostic testing, this boxed device recorded an error code indicative of battery voltage too low for the projected remaining capacity. The device was not used and returned for analysis. Another device of same model type was used and the procedure competed as expected with no resulting adverse patient effects. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.